Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure treating a femoropopliteal lesion. Reportedly, the starclose se device did not work. After step 3, thumb advancement, the clip (step 4) was not able to deploy. Because the locator wings were still open the access ports were used to pull back the thumb advancer, but that did not work. The device was pulled out with opened locator wings. 10 minutes of manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The failure to fire the clip, mechanical jam with the safety release mechanism, difficulty closing the vessel locator wings could not be confirmed as the device successfully deployed the clip and collapsed the vessel locator wings during deployment. The reported break to the vessel locator wings and damage to the flex-guide and control wire were confirmed based on the returned device condition. The reported difficulty removing the device and use of the access ports could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was pulled out with opened locator wings. It should be noted that the starclose instructions for use (IFU) states: if resistance is met upon removal of the device, follow steps to remove the device. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release on the device to collapse the locator wings and reset the plunger. Additional information was asked if the safety release was the response implied that they were used. However, the device was returned with the plunger deployed and the vessel locator wings in the open position which indicates the safety release mechanism was not used. It may be possible that only the access ports were used which is a function to assist is with device removal in the event of interaction or resistance encountered during removal. In this case, removal of the device appears to be circumstantial due to the difficulties experienced. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to fire the trigger button may include, but are not limited to, user presses the firing button (#4) prior to full advancement of the thumb advancer, or the trigger button was not fully pressed to contact with the trigger pin. It is likely that once the thumb advancer was retracted, the flex-guide, control wire and exchange sheath were kinked due to manipulation to remove the device from the anatomy as they were no longer supported by the tube set. Manipulation and removal of the device with the vessel locator wings in the open position contributed to the observed break to the vessel locator wing. Additionally, it is possible that the access ports were used to release the thumb advancer instead of the safety release mechanism. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated.

Event description:
Subsequent to the initially filed report, the following information was received: the trigger button (#4) was unable to be depressed to deploy the clip. The safety release mechanism (red button) was used to collapse the vessel locator wings but the device unable to be removed. The exchange sheath bent, the shaft and control wire kinked, and a vessel locator wing broke due to resistance during removal of the starclose device from the anatomy. No additional information was provided.